Manufacturer narrative:
The pump power up properly after battery installation and it was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Slight traces of corrosion were noted at electronic and motor assemblies per visual inspection. The pump was received with cracked case at display window corners and battery tube threads and a minor scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 11.4 mmol/l. The customer states fell in pool and now the screen is missing lines. Then it went completely blank. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.